Manufacturer narrative:
(B)(4). Concomitant medical product: unknown select shoulder head, catalog # ni, lot # ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03082. Remains implanted.

Event description:
It was reported that a patient underwent a hemi-shoulder arthroplasty. Subsequently, the patient is being considered for a revision for an unknown reason. No further information is available at this time.

Manufacturer narrative:
Upon receipt of further information, it was determined the patient was revised to address infection more than 10 years post primary implantation. It is not reasonable to conclude the zimmer biomet devices contributed to the patient's reported infection after this length of time in-vivo. Please void this submission.